Manufacturer narrative:
The nerve integrity monitor mainframe device has not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that there was a note on their nim system stating the setting changed during a procedure. It was noted that there was no impact on the patient outcome.